Event description:
It was reported that while the biomedical engineer was doing routine testing of the epg (external pulse generator), the rate, output, and pulse width were found to be out of specification. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed visual, functional and bench testing with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).